Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted, upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device glass is cracked at the tip. The issue occurred, during reprocessing post procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section is broken, the light transmission is not given or too low, the meniscus of the r-unit (charged coupled device) section is broken, and the image quality is poor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. It is likely the light transmission is not given or too low due to the broken lg-bundle (light-guide bundle) of the insertion section. It is likely the image quality is poor due to the broken meniscus of the r-unit (charged coupled device) section. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device glass is cracked at the tip. The issue occurred during reprocessing post procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to a correction to h6 (investigation conclusion code).

Event description:
It was reported, the subject device glass is cracked at the tip. The issue occurred during reprocessing post procedure. There was no patient involvement.